Event description:
It was reported pt presented in the emergency room due to multiple shocks. Upon interrogation the device indicated that it had experienced a device reset due to multiple parity errors. The device image would not complete and the real time clock was frozen. Device was programmed. The pt was planned to be monitored.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.